Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("daily and constant severe pelvic pain") in a (B)(6) female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included gravida (B)(6), parity (B)(6) and live birth (date of birth (B)(6)). Previously administered products included for an unreported indication: depo provera in 2014. Concomitant products included loratadine (axcel "loratidine") since (B)(6) 2016 and metformin since (B)(6) 2015. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), 1 day after insertion of essure. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("daily and constant severe lower back pain"), arthralgia ("daily and constant severe hip pain"), abdominal pain lower ("daily and constant severe lower abdominal pain"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding ( menorrhagia)") and dysmenorrhoea ("painful menstrual bleeding"). The patient was treated with surgery (hysterectomy (partial) uterus only). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, arthralgia, abdominal pain lower, menorrhagia, dysmenorrhoea and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, arthralgia, back pain, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: medical discrepancy noted: 1 month after essure insertion live birth reported in pfs. Plaintiff claimed that she had not removed her essure. Quality-safety evaluation of ptc: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 31-dec-2018: plaintiff fact sheet received ¿ category change to incident from other event. Concomitant and historical drugs were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('daily and constant severe pelvic pain') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 34-year-old female patient who had essure (batch no. C22920) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergone essure confirmation test". The patient's medical history included gravida ii, parity 2 and live birth (date of birth (B)(6) 2011). Previously administered products included for an unreported indication: depo provera in 2014. Concomitant products included loratadine (axcel loratadine) since (B)(6) 2016 and metformin since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("daily and constant severe lower abdominal pain/left lower abdomen pain"), back pain ("daily and constant severe lower back pain/pain back pain"), dysmenorrhoea ("painful menstrual bleeding/dysmenorrhea(cramping)"), menorrhagia ("heavy menstrual bleeding/abnormal bleeding ( menorrhagia)") and arthralgia ("daily and constant severe hip pain"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abdominal pain ("abdominal pain"), fatigue ("fatigue") and migraine ("migraine"). The patient was treated with surgery (hysterectomy (partial) uterus only). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, arthralgia, fatigue and migraine outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, dysmenorrhoea, fatigue, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: medical discrepancy noted: 1 month after essure insertion live birth reported in pfs. Plaintiff claimed that she had not removed her essure. Quality-safety evaluation of ptc: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received : new events - abdominal pain, pregnancy with contraceptive device, device ineffective, fatigue and migraine were added. Reporter and patient demography added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.